Event description:
Facility alleges blood leak during dialysis. Chief tech reports, blood leak alarm; leak confirmed by hemostick. Estimated blood loss 250 cc. Blood circuit discarded. Pt restarted with new dialyzer and lines. No further problem reported.